Event description:
Medical staff reported a rupture discovered during a monitoring ultrasound and MRI. At the explant ¿total rupture with silicon spilled in the lodge." This record relates to the right side.

Manufacturer narrative:
Visual analysis of the returned device identified: underweight, brown particles in the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported a rupture discovered during a monitoring ultrasound and MRI. At the explant ¿total rupture with silicon spilled in the lodge." This record relates to the right side.